Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The serial number was also traced to its sterility lot, and the complaint database indicates no related endocarditis/infection complaints on any devices processed under the same sterility lot. Despite multiple follow-up attempts, the healthcare provider declined to provide any additional information such as the type/source of infection, device status, and patient relevant medical records; therefore, no additional investigation can be performed into the root cause of this report. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of approximately 11 months. The explanted aortic bioprosthesis was replaced by another edwards' same-model device. Through follow-up, the healthcare provider indicated that the valve was explanted due to endocarditis of an unknown source. No further information was provided.